Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Pace impedances were previously in the 400-600 ohms range. R-waves were fine in the 15-17mv range, but a bit lower than before. Following the lss, there was noise with pacing inhibition. No adverse patient effects were reported. Technical services (ts) recommended assessing in bipolar and unipolar. Additional information received indicated that the patient was scheduled for in clinic evaluation, however, the appointment was cancelled as the patient was placed in hospice care and subsequently expired. There were no allegations related to the patient's death.